Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, no sutures were retrieved "suture didn't catch". The device was removed and a second and third proglide device were attempted with the same results. Hemostasis was achieved with a fourth proglide device. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1: perclose proglide, lot #unk, indicated is being filed under medwatch MFR #2953144-2008-00915. Device #3, lot #unk indicated is being filed under a separate medwatch MFR number.